Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
Implant date: unknown. It was reported that approximately 4 months post-op, patient began having pain. X-rays showed that one screw was broken at s1. No plans to explant at this time.